Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dismantling occurred (B)(6) 2019. All the component parts of the prothesis were removed (ø36/12 humeral stem, ø36 glenosphere, ø36+6 humeral cup, glenoid baseplate and associated screws), no information available about the replacement products. Patient underwent two previous revision surgeries for the same problem ((B)(6) 2019 and (B)(6) 2019). During the second revision surgery the surgeon removed a bony margin near the glenoid baseplate but did not changed it. Primary surgery occurred (B)(6) 2018.